Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. The pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay. Unable to perform displacement test due to physical damage.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the clear plastic part on the reservoir compartment broke off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.